Manufacturer narrative:
Device evaluation: the replaced oxygen sensor was returned for failure analysis. The sensor was functionally tested on the ht70 test ventilator. The device passed all testing. The reported symptom could not be duplicate. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the ht70 ventilator the oxygen (o2) mixer and fraction of inspired oxygen (fio2) value became between 16 and 18%. The o2 was being supplied from the o2 piping so the possibility that the gas inlet was occluded was low. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service provider (sp) inspected the device and was not able to duplicate the issue. The value of fio2 was within the permitted range. No anomaly was found by a view inspection. The o2 sensor was replaced. Calibrations, operation tests were performed.